Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No medical records, autopsy, or death certificate have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2005, the patient underwent surgery for implant of an unspecified bard/davol composite mesh. It is alleged by patient's attorney that on (B)(6) 2018, the patient had unspecified injuries. It is also alleged that on (B)(6) 2018, the patient passed away. As alleged, this short form complaint asserts a claim for wrongful death by the personal representative for the estate of the patient. As reported, the patient is making a claim for an adverse patient outcome against the composite mesh. As reported, the attorney alleges wrongful death and general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."